Event description:
The information provided to sjm indicated a patient underwent a left heart catheterization procedure via percutaneous coronary intervention after presenting to the hospital with chest pain. She was administered angiomax, and received a 6f angio-seal vip in the right femoral artery following an angiogram. Following deployment, oozing was noted and a d-stat dry was applied to the site. The bleeding subsided and light manual compression was held for 5 minutes. The distal pulse in the right leg began to diminish. The patient was transferred to the telemetry lab and reported pain and throbbing in the right foot. An angiogram was performed, revealing a total occlusion at the deployment site and an arthrectomy was performed. The patient became febrile and was hospitalized an additional day before being discharged home.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.